Event description:
It was reported that during implant, the left ventricular (lv) lead was positioned and it was decided to change vessel so the lead was removed from the body. Upon removal, the lv lead appeared to have a fiber structure sticking to the tip of the lead which the implanter attempted to remove with their fingers but was unable. The lv lead was not implanted and another lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that the lead was returned with body tissue and an apparent suture string fragment on the distal tip of the lead. This is not considered foreign material in the device. This is material on the outside of the device from an external source. (B)(4).